Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this 21 mm sjm epic supra valve was successfully implanted. During a follow-up visit on 10 december 2015, severe aortic stenosis was noted. On (B)(6) 2015, the 21 mm epic supra valve was explanted and replaced with a 21 mm sjm trifecta valve. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation were limited to only a partial portion of the valve which was returned for analysis. The specimen contained one full cusp, one partial cusp, and approximately one-third of the sewing cuff. There was outflow thrombus on cusps 1 and 3. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the thrombus was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.